Manufacturer narrative:
Results - still under investigation. Conclusion - still under investigation. Evaluation: still under investigation.

Event description:
Physician was putting a central line in 2007. He was putting the catheter line in and was unable to remove the wire guide. He had to pull the central line out along with the wire guide and put another one in. The wire guide had stretched and unravelled proximally.